Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a pin pushed in, the red dot was missing, the rotations per minute (rpms) were fluctuating and the device failed temperature testing. Therefore, the reported condition was confirmed. It was determined that the red dot on the connector was missing as a result of repeatedly wiping down with cleaning and disinfectant chemicals over time, thus, removing the paint alignment dot. It was further determined that the missing dot was most likely the cause of the connector damage. Without the red dot, it is difficult to align the connector properly and the female connector is forced when plugging it into console, causing damage. It was determined that the fluctuating rpms were due to a worn motor. It was determined that the device running hot was due a worn flex circuit. The assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the rotations per minute (rpms) on the motor device were running slow. During in-house engineering evaluation, it was observed that the device had failed temperature assessment and was running hot. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.